Event description:
According to the pt in 2000: the graft was implanted in the right leg, upper thigh in 1995 (device tracking records indicate implant was for a femoral-popliteal replacment. Approximately 3-months (incident date is approximate) after the implant, the incision was opened due to the pressence of blood-clots and an infection of unknown origin at its lower part. No graft involvement was noted at that time. The surgeon at that time stated that the infection may have been caused by sutures that were not absorbed. The pt's call now was to inform co that pt continues to have an infection and is being treated with coumadin and augmentin. According to the pt, pt's present physician says the infection may be graft-related and has advised surgery to have it explanted, but pt stated that pt has refused surgery. The pt has stated that pt is not a diabetic. The initial incident has not been previously reported to co.